Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion had been pre-dilated with a 2.5 x 15 mm maverick balloon. The physician deployed a taxus express2 2.5 x 16 mm drug eluting stent in an over 90% stenosed circumflex lesion and tapering 80% stenosis at the origin of the branch. The physician then used another taxus 2.5 x 16 mm stent to treat the lesion distally to the previously placed stent. This undeployed stent was caught as it was passing through the previously placed stent, causing a strut to flare on the undeployed stent. The undeployed stent was removed without pt complications and the physician was able to cross with another of the same device using a different guide catheter. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."